Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call tac suspected that sdi cabling might be bad. Tac recommended that the customer replace the sdi cable with a known-good one. The customer did so, and that successfully resolved the issue. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was experiencing a connection issues during preparation for use. According to the initial reporter, the 3rd party device was not receiving the signal from the subject cv-190. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a defective serial digital interface cable. Olympus will continue to monitor field performance for this device.